Manufacturer narrative:
The actual device was discarded. Radiometer is looking into the availability of samplers from the affected lot and intend to carry out an investigation of the affected lot, if possible.

Event description:
The customer reported that blood leaked through the vented tip cap (vtc). The leakage was small (less than 10 ml) and nobody came into contact with blood.

Manufacturer narrative:
In the initial report the "date received by manufacturer" was not filled in. The correct date is: 2016-03-29.

Manufacturer narrative:
Our production have tested 20 pcs. From the ref. Stock without finding any problems/faults.

Manufacturer narrative:
The manufacturing process was investigated. It was concluded that the root cause of this malfunction is: no upper limit for flow test 1 creates possibilities for machine acceptance of wrong filter position, and not sufficient maintenance procedure of vtc machines.